Manufacturer narrative:
(B)(4). Date sent: 11/12/2024; d4: batch # unk. D4: UDI: the manufacturing date and the expiration date are currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples. How was the bleeding controlled?? Another reload was used. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed and then during the surgery, after fired, the staple line and cut line are both complete. Noted oozing. To stop oozing with compression hemostasis. There were no adverse consequences to the patient. No additional information could be provided.